Event description:
Device 3 of 4. Ref MFR report #'s: 1627487-2013-00490, 1627487-2013-00491 and 1627487-2013-00493. The pt (australia) is implanted with four percutaneous leads all from different lots. It was reported that pt is experiencing difficulty increasing the amplitude for one of the leads. Efforts to resolve this matter via reprogramming yielded limited success. The physician suspects the lead in question may be implanted too deep. A diagnostic test revealed no issues with respect to impedance and further troubleshooting found that stimulation became painful and uncomfortable for the pt when increased to a certain level. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.